Manufacturer narrative:
Patient information is unknown. Additional procode hwc. The device was removed from the patient intraoperatively. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for a distal radius fracture on (B)(6) 2017. Although a torque limiter (part # unk) was in use, a va lock screw (04.210.116s) passed through a va-lcp plate (04.111.521s) in stopped in the bone. It took 30 more minutes to remove the screw and fragments, and complete the surgery with a replacing plate and a screw. There was no adverse consequence to the patient. This complaint involves two (2) devices. This report is for a screw. (B)(4).

Event description:
Further it was reported that the procedure was completed successfully.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 04.210.116s, synthes lot number: l516744: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 04.aug.2017 expiry date: 01.jul.2027: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.116 / h403329 was manufactured in us: manufacturing location: monument, manufacturing date: 14-jul-2017: part no: 04.210.116, lot no: h403329 (non-sterile) - 2.4mm ti va locking screw stardrive 16mm. Quantity 240.: components reviewed: raw material part 04.211.016.999, 2.8mm ti screw blank 16mm bp55, lot: h346214 meet specifications. Inspection sheet for in-process dimensional meet specification. Inspection sheet for inspection sheet for final inspection, mill shaft thread/thread head/flute final inspection meet inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was performed. Our investigation shows that the screw in question has heavy wear and tear signs on the outside thread of the screw head. The manufacturing review does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the documents the correct material was used. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. We suppose that the screw was not been positioned accordingly so that the thread at the screw head got damaged during the insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Due to the wear and tear signs we conclude that the cause of failure is not due to any manufacturing non-conformance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: contact name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.